Event description:
Ous MDR - after an implantation time of about 48 months, a suspected conductor fracture was reported. A part of the lead remained in the patient. No deterioration of the patient's state of health was reported.

Manufacturer narrative:
The lead was destroyed in the returned state. The lead had been capped 30 cm distal of the is-1 connector pin. Only the proximal lead fragment was returned for analysis. During the analysis of the lead fragment, it was noted that the insulation of the lead body was massively damaged by squashing about 28 cm to 30 cm distal of the is-1 connector pin. The inner conductor helix shows a fracture at just that site. This damage manifestation matches the clinical observation. This damage requires excessive pressure stress on the lead body. The characteristics of the damaged structure of the lead body (squashing) lead to the assumption of excessive mechanical stress on the lead due to the "subclavian crush syndrome". X-ray images or diagnostic images of any other kind, which could provide information on the spatial relationships of the implanted system in the body, were not available for analysis. The cuts in the insulation are probably a result of the explantation process. There were no indications of material defects or manufacturing errors.